Event description:
Tube feeding bag came apart just below the pump "droplet" port, tubing has a jagged edge. Unfortunately, the bag and packaging were not saved. It was new out of the package and was not used as it came apart. There was no harm to patient as it was not used on patient.